Manufacturer narrative:
The following fields were updated due to additional information: d.10. Device available for eval?: yes d.10. Returned to manufacturer on: 12/29/2020 h.6. Investigation: batch history analysis (DHR), maintenance records and quality notifications were verified, no quality deviation was found. Photos and samples were made available by the client for evaluation, making it possible to carry out an investigation and determine the root cause for the incident. The sample was analyzed and it is possible to state that during the assembly of the needle, the cannula ended up screwing between the protector and the cannon. Thus, when the protector was installed in the cannon, it occurred that the cannula passed through the protector and bent the cannula. 3003916417-2020-00369-1 see h.10.

Event description:
It was reported that the needle precisionglide 26x1/2 pierced through the shield. The following information was provided by the initial reporter, translated from portuguese to english: "canulla through shield."

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that the needle precisionglide 26x1/2 pierced through the shield. The following information was provided by the initial reporter, translated from portuguese to english: "canulla through shield."